Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The pod was received fully deployed. Blood was observed on the top housing and adhesive pad. The formed needle was inspected under magnification. No damages or defects were observed. The cause of the bleeding could not be determined. Corrosion was observed on the pcb. No damages or defects to the fluid path or drive mechanism were observed. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No damages or leakages were observed. The cause of the corrosion could not be determined. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.g991usqshhyi1. Hardware: sm-g991u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found an occluded cannula and corrosion. The device was originally reported for infusion site bleeding.